Event description:
It was reported that the patient experienced increased spasticity as the leg spasticity was not well controlled. The surgeon unsure how well the system was working due to refill discrepancies so the catheter was replaced at the time of a routine battery/ pump replacement. The pump was reprogrammed as it was decided to reduce the daily dose to 400 micrograms (mcg) per day. The expected reservoir volume (erv) was 2 milliliters (ml) but the actual reservoir volume (arv) was 6 ml. In addition, there was report that at refills they were getting between 2 to 6 ml more back. A catheter occlusion with an unknown location was reported. The catheter was explanted from t12 and the new catheter was inserted at another level at about t6 as the patient had spinal hardware. It was unknown if there was any troubleshooting or diagnostic testing, if the issue was resolved or if the cause was determined. At the time of the event, the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, explanted: (B)(6) 2014, product type: catheter. Product ID 8575, explanted: (B)(6) 2014, product type: accessory.

Event description:
It was further reported that the pump model 8626-10 was an "old" pump, and likely the patient's first pump. On (B)(6) 2014, the patient had an 8637-20 pump replaced (likely their second pump) for the previously reported normal battery depletion, with pump 8637-40 (likely the patient's third pump). With regard to the catheters: the 8709 catheter (with the 8575 connector) was previously reported to have been removed on (B)(6) 2014, and was replaced with an unknown catheter (serial number (B)(4)). It was noted that the explanted 8709 catheter and pump model 8637-20 were explanted, but it was unknown if they were returned.

Manufacturer narrative:
Product ID: 8780, lot# 0206882558, explanted: (B)(6) 2014, product type: catheter. Product ID: 870953, serial# (B)(4), product type: catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8709, explanted: (B)(6) 2014, product type: catheter. Product ID 8575, product type: accessory.

Manufacturer narrative:
Product ID 8709, serial# unknown, explanted: 2014 (B)(6); product type catheter. (B)(4).